Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show multiple resets, but no indications the device experienced undesired outcomes or faults. Environment, such as emi, could not be ruled out as a contributing factor. Analysis of reports of this type has not identified an increase in trend.